Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a bad cable. Additional evaluation findings were as follows: the unit failed the water leak test from the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd camera head had no image during preparation for use. The intended therapeutic percutaneous nephrolithotomy (pncl) procedure was completed with another similar device. There was no delay or reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty cable. The cause of the faulty cable was not established at this time. Olympus will continue to monitor field performance for this device.